Event description:
Customer reported their acuity system was asking for a user name. They were unsure why the system was at that screen and didn't know if it had rebooted. She did not have any patients on the system at the time of the event, but they were trying to add a patient when they noticed that it was at this screen. Welch allyn technical support advised to enter "acuity" and this loaded the system without issue. This could result in a temporary inability to centrally monitor patients, however, bedside monitoring would not be affected. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is completed.